Event description:
The customer tested her blood glucose using her contour meter and rec'd a reading of 475 mg/dl. She then retested using another contour meter and rec'd a reading of 145 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.